Manufacturer narrative:
Clarification: events of lump/nodule and lymphoma are known potential adverse events addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of lump/nodule, lymphoma and death are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Company representative reported patient had a mass discovered on (B)(6) 2010 and biopsy performed on (B)(6) 2010 which confirmed alcl. At the time of biopsy, alcl had spread into the chest wall. Patient was treated with chemotherapy and explant. Patient died in "(B)(6) 2011" after removal of the implant. Affected side unknown. As necessary pathological markers have not been confirmed, this report of alcl will be captured as lymphoma.